Event description:
Customer reported a past high blood glucose event with a recorded level of 507 mg/dl. Cause was not known. Customer took corrective measures by administering a correction injection via multiple daily injections and changing the infusion set. Customer was advised by technical support to consult with a healthcare provider to discuss factors potentially affecting blood glucose levels, and customer acknowledged and understood the advice.